Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Subsequently, multiple intermittent pump shutdowns occurred. Customer¿s blood glucose was approximately 150 mg/dl. Reportedly, the customer had an alternate pump for insulin therapy.